Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated ot the computer/analog pca. The 12v line was shorted on the pca. The root cause for the short was unable to be positively identified. No adverse events occurred as a result of the defective monitor.

Event description:
10/11/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that it would not power on.